Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient, who had a heart transplant, passed out and had long pacing pulses. The patient had an implantable cardiac monitor which was sensing noise. The monitor was explanted, and a debrillator and two leads were implanted. No patient complications have been reported as a result of this event.